Manufacturer narrative:
Corrected data: h6. Method code 1.

Event description:
Reviewed was article titled, performance of viabahn balloon-expandable stent compared with self-expandable covered stents for branched endovascular aortic repair. Authors: fernando motta, md, f. Ezequiel parodi, md, martyn knowles, md, mba, jason r. Crowner, md, luigi pascarella, md, katharine l. Mcginigle, md, mph, william a. Marston, md, melina r. Kibbe, md, elad ohana, rt(r)(ci)(vi), and mark a. Farber, md, chapel hill, nc. Society for vascular surgery, vol 73 no. 2. Accepted may 14, 2020. The study compares the performance between gore® viabahn® vbx balloon expandable endoprosthesis (vbx) and self-expanding covered stents ([ses] - gore® viabahn® endoprosthesis and fluency¿ plus endovascular stent graft) used as bridging stents for directional branches during fenestrated-branched endovascular aneurysm repair of complex aortic aneurysms. The study includes 62 patients and 177 branches that were incorporated into the fenestrated-branched endovascular aneurysm repairs between july 2012 and june 2019. There was no branch-related rupture or mortality. Primary patency at 24 months (vbx, 98.1%; ses, 98.6%), freedom from endoleak (vbx, 95.6%; ses, 98.6%;), freedom from secondary intervention (vbx, 94.7%; ses, 98.1%), and freedom from branch instability (vbx, 95.6%; ses) were similar between groups. The median age of the patients treated with a branch was 68.5 years (63-75 years); 66% were male. Branch-related outcomes state at follow-up, one patient had vbx stent occlusion of the right renal artery at 6.2 months. The patient had worsening renal function, but the distal renal artery remained patent, with kidney volume preservation. The patient underwent a hepatorenal bypass graft with great saphenous vein and recovery of renal function postoperatively.

Manufacturer narrative:
Article: performance of viabahn balloon-expandable stent compared with self-expandable covered stents for branched endovascular aortic repair. Society for vascular surgery. Https://doi.org/10.1016/j.jvs.2020.05.028. Combination product: cbas® heparin surface. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unk. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As a cross reference, MFR report #2017233-2020-00118 is associated with this same article.

Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device(s) was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending.

Event description:
The following abstract was reviewed: "performance of viabahn balloon-expandable stent compared with self-expanding covered stents for fenestrated-branched endovascular aortic repair" (fernando motta, m.d.; frederico e. Parodi, m.d.; jason r. Crowner, m.d.; luigi pascarella, m.d.; katharine l. Mcginigle, m.d.; william a. Marston, m.d.; melina r. Kibbe, m.d.; mark a. Farber, m.d.; savs22; journal of vascular surgery, january 2020, volume 71, number 1; page e28 & e29. The objective of the physician sponsored investigational device exemption trial was to compare the performance between gore® viabahn® vbx balloon expandable endoprosthesis and self-expanding covered stents (gore® viabahn® endoprosthesis & fluency¿ plus endovascular stent graft) (ses) used as bridging stents for directional branches during fenestrated-branched endovascular aneurysm repair of complex aortic aneurysms. The median patient age was 71 with 70% male. Total number of vessels incorporated to repair was 977 of which 179 were branch vessels (54 celiac artery, 56 superior mesenteric artery, 38 right renal artery, and 31 left renal artery). Primary patency rates at 24 months for vbx was 98.1%, and,98.6 for ses. Freedom from endoleaks (vbx - 97.3, ses 98.6%), freedom from secondary intervention (vbx - 91.5%, ses 95%), and freedom branch instability (vbx - 95.5%, ses 97.3%). The abstract reports the vbx demonstrated excellent primary patency and similarly low rates of branch-related complications and endoleaks, with no branch-related aortic rupture or death.